Manufacturer narrative:
The investigation of automated impella controller (aic)- loss of opm data has been completed. Bsed on the clinical details and data and device analysis, the root cause of the optical sensor not supported, was traced back to an incorrect hardware revision for sau_motor_1.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During initial priming of impella cp, placement signal sensor alarm triggered. The case was started and initially the pump was on auto with no placement signal on the automated impella controller (aic). A back up aic was obtained and was successfully switched, connected to the impella cp device. Without further issues, the impella cp remained connected to the console until patient escalation to an impella 5.5 device. There was no patient harm and no report or indication of interruption in support.

Manufacturer narrative:
Investigation revised to reflect that while testing the automated impella controller (aic), it was noted that the rotary encoder (push button) was non-operational, due to the rpb malfunction which was caused by loss of vcc_pwr (vcc) due to a blown fuse f13 on the power battery manager (pbm) (defective pbm). The root cause for the rotary encoder (push button) being non-operational was due to defective pbm h6 medical device problem code 4063 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26103. H10 incomplete investigation results 1220648-2025-26103 on the initial manufacturer device report number.